Event description:
A user facility reported to olympus the endoeye flex deflectable videoscope screen has blacked out. There was no patient involvement.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the image blacking out. Additionally, the following defects were found: the bending angle is insufficient due to the elongation of the angle wire, water tightness is not maintained due to holes in the curved rubber, the curved rubber adhesive is missing, and many scratches were found. It is likely these defects were caused by external factors. The curved rubber adhesive is missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.